Event description:
It was reported that a customer experienced a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer did not have a backup insulin delivery method and planned to consult their healthcare provider. Technical support advised the customer that a new pump with updated software would be sent, and they provided instructions on storage mode and return of the malfunctioning pump within ten days. The customer was informed to program settings and connect their cgm to the replacement pump.